Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that they blacked out while driving due to low blood glucose readings. The paramedics were noted to be called. It was noted that it was due to the customer not having sensors on. Customer stated that they were treated with glucose gels at the scene. Customer's blood glucose reading at the time of the call was 56 mg/dl. No further information reported.